Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 258 mg/dl and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the strips. Replacement was sent.